Event description:
While pt was under mac anesthesia for a supraclavicular lymph node biopsy, pt sustained a flash burn to her left ear cartilage and hairline. Drapes were vented and only in contact at hair line on left side. Pt's hair was contained in or cap. Pt was breathing spontaneously with o2 face mask and iol crna noted 5-6" flames and the pt's hair line after a bovie "pop" was heard from inside the wound. Interfior of wound was charred. Bovie ground pad was intact.